Manufacturer narrative:
During the investigation, it was found that design and planning steps were done according to specifications. Due to the complexity of the surgery several clinical assumptions were made during the pre-operative planning. Surgeon confirmed that the ulnar variance after surgery was neutral, but during follow-up, the patient progressed to an ulna +. The surgeon does not expect longitudinal instability because the radius does not seem to be migrated proximally.

Event description:
Patients ulna was 1cm positive after the correction was finished.

Event description:
Patients ulna was 1cm positive after the correction was finished.

Manufacturer narrative:
On 3/26/2024 surgeon informed materialise that patients ulna was 1cm positive after the correction was finished. However, information was not complete and on april 28th new information was obtained that indicated the occurence of an adverse event with the patient the investigation is on going